Event description:
Initial info related to this event was obtained from the pharmacist at the pharmacy where the tpn was mixed. Add'l info was later rec'd from the nursing agency working with the pt. The pt "awoke due to allergy from tegaderm tape." Pt disconnected tubing and went to hosp for a dressing change (mediport tape). The staff changed the buff caps on the central line and upon returning home, the pt reconnected to the same bag/tubing, and observed "leakage from the anti siphon valve". Pt disconnected the tubing, (amount of leakage unknown) and discarded the cassette. She reports this happened two add'l nights in a row (amount of leakage unknown) and no add'l tpn or labs were ordered.

Event description:
Report of 2 incidences of tpn leakage from IV tubing between the anti-siphon valve and the male adapter received. Pt #2 of 2 was receiving an unspecified amount of tpn via IV pump and tubing. During the infusion, the pt woke up "soaked" and noted a hole between the male adapter and the anti-siphon valve. The pt has wasted 3-4 bags of tpn. It was reported that the pt went to the oncology in the middle of the night for assistance with an unspecified matter. Add'l info has been requested, but no further info is available at this time. If further info becomes available it will be submitted to the agency in a follow-up report.